Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that this system was explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this product is part of a system infection. To date, this patient remains on antibiotherapy. No additional adverse patient effects were reported.

Manufacturer narrative:
To date, this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The system was never explanted. A revision was performed and the pocket was cleaned and the system was re-implanted.